Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm event on (B)(6) 2026. The blockage was at the site. The patient noticed symptoms after three hours of insertion. The site of insertion was abdomen. The patient replaced supplies as necessary and resume insulin deliveries. No further information available.